Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during a follow-up performed on (B)(6) 2017, the result of the first rv lead impedance measurement test performed using the programmer's tests screen was above 3k? (Meanwhile, the results for the atrial lead and coil continuities were normal). The rv lead impedance test was repeated multiple times and each time, received a normal result of near 500?. Sensing and pacing threshold tests were also performed and deemed normal and consistent with historical results. An analysis is requested to explain if it is possible that the unrepeatable greater than 3k? Rv impedance test result could have been erroneous or, if it could be an indication of an isoline advisory lead issue despite there being no evidence of rv oversensing or degradation to the rv lead performance. It is not believed there were any telemetry difficulties during the testing.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2017, the result of the first rv lead impedance measurement test performed using the programmer's tests screen was above 3k? (Meanwhile, the results for the atrial lead and coil continuities were normal). The rv lead impedance test was repeated multiple times and each time, received a normal result of near 500?. Sensing and pacing threshold tests were also performed and deemed normal and consistent with historical results. An analysis is requested to explain if it is possible that the unrepeatable >3k? Rv impedance test result could have been erroneous or, if it could be an indication of an isoline advisory lead issue despite there being no evidence of rv oversensing or degradation to the rv lead performance. It is not believed there were any telemetry difficulties during the testing.